Manufacturer narrative:
On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed successfully on (B)(6) 2014 and the device performed to specification up to (B)(6) 2015. The device records several self-test fails due to a low battery between (B)(6) 2015. The returned pad-pak was installed and the device was power cycled. The device powered off with device service required message and a flashing red status led. A test pad-pak was installed and the device was power cycled. The sam 350p device was tested on calibrated equipment and delivered test therapy sequence without fault. An acceptable measurement was recorded for the test shock. Investigation indicates the reported fault can be attributed to damage to component failure. Current leakage within the component caused an increased current drain which resulted in battery failure.

Event description:
There was no patient involved in this event. The pad unit has low battery message with pad-pak ot of 4-2018 (a2018).